Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -13.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting and significant reduction of irido-corneal angle. On (B)(6) 2024 the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.